Event description:
It was reported that the handpiece runs on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. The technician was able to duplicate the alleged event and replaced several components. The handpiece has since been repaired and returned to the customer.